Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to this malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support again if any malfunction codes reappear, which the customer acknowledged and understood. No additional information was received regarding the outcome of the event.